Event description:
It was reported that when the patient presented in the operation room for generator change-out, externalized conductors were observed by fluoroscopy. Lead was capped and replaced. Patient's condition was stable post-procedure with no complications.